Event description:
A patient reported blood glucose results of 193 mg/dl, 93 mg/dl and 83 mg/dl with a lifescan meter, performed within 15 minutes of each other. One of two of the control solution tests performed fell within specifications.